Event description:
On 09/23/2021 it was reported by a sales representative via sems that an ar-6480 fluid management systems outflow tubing is clicking loudly, causing the door to open. This was discovered during a case, with no patient effect reported.

Manufacturer narrative:
Complaint confirmed. See the attached vendor evaluation for further details.